Event description:
It was reported that during service and evaluation, it was determined that the reaming attachment device was frozen/would not move. It was further determined that the device failed pretest for check general function in running mode. It was noted in the service order that the device did not work properly. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurred in 2024. All available information has been disclosed.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H11 additional narrative: b5: event description has been updated.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H11 additional narrative: device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the reported condition of the frozen/would not move identified during service and evaluation was confirmed. The assignable root cause was determined to be traced to component failure from wear.

Event description:
The device 05.001.210 was submitted from affiliate in india and following condition(s) were reported: the device is ait was reported that during service and evaluation, it was determined that the reaming attachment device was frozen/would not move. It was further determined that the device failed pretest for check general function in running mode. It was noted in the service order that the device did not work properly. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurred in 2024. All available information has been disclosed. Not working properly the event involved 1 device. The malfunction has been reported to have occurred during: no information has been reported. Reported injuries: no report of injuries has been made at this time surgery delay: no report of surgery delay has been made at this time medical intervention: no report of medical intervention has been made at this time. Other information on the surgery/event: no other surgery related information has been made at this time. If any additional information should became available, the note section will be updated accordingly. Products reported under (B)(4) needs to be returned to the respective analysis site for the service to be performed.